Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2023. The patient experienced inaccurate cgm values which the same day the sensor had been inserted in the abdomen. The patient was sleeping at that moment and reported no symptoms, the cgm was reading 13.8 mmol and the blood glucose reading was 2.1 mmol. The patient self-treated with one glucagon shot that he used from emergency kit, the patient did not know what the dosage was. The patient called the ambulance just in case but was feeling better before the medics arrived. There was no medical intervention needed by any doctor. At the time of the report the patient was stable. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the e zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.